Manufacturer narrative:
Customer reports change sensor alert. Unit was able to charge properly. Unit failed to communicate and sync during rf association. Unable to perform functional test due to communication anomaly. No moisture damage or physical damage to connector pins, cow catcher, or case was noted per visual inspection. In conclusion, it was determined that communication anomaly was isolated to electronic assembly. (B)(4).

Event description:
Information received by medtronic indicated that the transmitter had issue with insulin pump. The customer reported that the service of hearing impaired. No harm requiring medical intervention was reported. The customer will discontinue use of the device.